Event description:
It was reported that the device has a display issue. There is a weak 7 segment. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device has a display issue. There is a weak 7 segment. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that affected for recall dim segment replaced u4 on display board. Lvp lifted keypad recall completed replaced keypad assembly. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the led display grn 7seg 7.6mm dip10 a review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 29jul2019 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device has a display issue. There is a weak 7 segment. No additional information was provided. There was no patient involvement.